Event description:
It was reported that during an radiofrequency ablation procedure, upon first treatment cycle the temp reached 120 c but the blue wavy lines were present during the treatment cycle. It was further reported that the catheter possibly overheated causing the vein to stick to the heating element of the catheter, resulting in extra force needed to pull catheter from leg- causing more discomfort for the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 60cm catheter was received for evaluation the device appeared to have blood residue throughout a complete compound break was noted to the catheter distal to the strain relief and multiple kinks were observed to the catheter shaft proximal to the unknown brand shaft upon visual inspection an unknown brand 6f sheath was loaded onto the catheter coils but the catheter shaft did not protrude from the distal end appearing stuck unknown liquid was observed on the sheaths side tube the catheter coils were uncoiled throughout the sheath burnt tissue was noted on the distal shaft near the x markings inner wires were visible within the uncoiled portion multiple kinks were present along the catheter shaft and a complete break was found distal to the strain relief with no wires protruding upon opening the handle all wires were found to be intact and in the correct location both the batteries were fully seated in the battery holder when the original batteries were removed the batteries and battery pads appeared clean and under uv inspection no glowing anomalies were notedcatheter was plugged into generator as received with original batteries and remained on the home screen venclose logo new batteries were inserted into the battery holders and the catheter was plugged into generator and the catheter was recognized by the generator further functional testing was not performed due to the condition of the complaint sample attempts to remove the loaded sheath were unsuccessful due to resistance and the catheter was stretched while the sheath remained stuck advancing the catheter within the sheath also failed as it did not move microscopic examination of the heating element revealed that the tc inside the heating coil was not properly seated in the distal hole causing insufficient heating and deformation of the sample therefore the investigation is inconclusive for the reported insufficient heating as the functional testing was not performed due to the condition of the complaint sample the investigation is confirmed for the reported difficult to remove as the removal of loaded sheath is unsuccessful and the investigation is determined to be confirmed for the thermal decomposition of the device the root cause for the reported insufficient heating cannot be determined as the problem could not be tested. The root cause for the reported difficult to remove is determined to be the stretched catheter which made the attempts unsuccessful to move the loaded sheath as there is a scar opened to address the issue the root cause for the identified thermal decomposition of the device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.